Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the clinic with dyspnea and pedal edema. The patient's implantable cardioverter defibrillator (ICD) exhibited false automatic mode switch (ams) episodes and binned atrial tachycardia and atrial fibrillation episodes due to oversensing far field r-waves. Physician made programming changes. Patient was stable post check up.